Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the emergency room experiencing muscle stimulation. Upon interrogation it was noted that the atrial lead exhibited undersensing and loss of capture. A chest x-ray confirmed that the lead had dislodged into the superior vena cava. The lead was successfully repositioned on (B)(6) 2014.